Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant procedure: laparoscopic ventral hernia repair with mesh (15 x 19 cm dualmesh). Implant: gore® dualmesh® biomaterial [1dlmc04/04785878, 15 x 19 cm]. Implant date: (B)(6), 2007 (hospitalization [ni]). (B)(6) 2007: (B)(6) hospital system. (B)(6), md. Operative report. Preoperative diagnosis: ventral incisional hernia. Postoperative diagnosis: incarcerated ventral hernia. Attending surgeon: (B)(6), md. Resident surgeon: (B)(6), md. Anesthesia: general endotracheal anesthesia. Estimated blood loss: less than 100 ml. Specimens: none. Complications: none. Drains: none. Indication for procedure: the patient is a 56-year-old white female with prior abdominal surgeries resulting in ventral incisional hernia. She presents for repair. Description of procedure: ¿the risks, benefits, and alternatives of the procedure were discussed in detail with the patient and she elected to proceed. Informed consent was then obtained. The patient was the [sic] brought to the operating room suite and placed in the supine position on the operating room table where general endotracheal anesthesia was administered. The patient¿s abdomen was then prepped and draped in the usual sterile fashion. Five ports in total were placed around the patient¿s abdomen ¿ 2 were placed on the patient¿s left hip, 3 on the patient¿s right. Graspers and sharp dissection were used to reduce the patient¿s hernia and take down the associated adhesions from the anterior abdominal wall. Once these adhesions were taken down, the patient¿s hernia defect was measured. A 15 x 19-cm piece of dualmesh was chose for adequate overlapping repair of the ventral hernia. The screw side of the mesh was placed, covering the bowel. The left side of the mesh was placed in apposition by the abdominal wall. Four gore-tex trimmed abdominal stay sutures were used to hold the mesh in place. These were placed after carefully measuring the position of the mesh and were placed using a gore suture passer. Once the 4 sutures were placed, a spiral tacker was used to affix the mesh to the remaining areas to the anterior abdominal wall. Good overlap was achieved. We did not have to take down any portion of the falciform ligament for this repair. The ports were removed under direct visualization. The abdomen was desufflated. The 12-mm port site fascial defect was closed with 0 vicryl suture. The skin incisions were closed using subcuticular 4-0 vicryl sutures. The patient tolerated the procedure well, was awakened from anesthesia, and taken to the recovery room in satisfactory condition. At the end of the procedure, all sponge, needle, and instrument counts were correct. Dr. (B)(6)was present and scrubbed for the entire procedure.¿ (B)(6) 2007: (B)(6) hospital system. Implant sticker. Gore dualmesh® biomaterial. Ref catalogue number: 1dlmc04. Lot batch code: 04785878. W.l. Gore and associates. The records confirm a gore® dualmesh® biomaterial (1dlmc04/04785878) was implanted during the procedure. Explant procedure: open repair of recurrent incisional hernia. Removal of prior intraperitoneal mesh. Bilateral rectus myofascial release. Left sided transversus abdominis release. Implantation of mesh. Explant date: (B)(6), 2019 (hospitalization february (B)(6), 2019) (B)(6) 2019: (B)(6) hospital. (B)(6), do. Operative report. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incisional hernia. Surgeon: (B)(6), do. (B)(6), md. Anesthesia type: general + tap (intraop). Ebl: 10 ml. Drains: (2) 19 fr. Blake drain(s) in the retromuscular position. Findings: hernia location: subxiphoid epigastric umbilical and flank. Hernia size: 8 x 15 cm. Mesh size & type: 22 x 30 cm atrium vitamesh (mid-weight, wide-pore polypropylene). Mesh position: retromuscular. Myofascial releases: bilateral rectus myofascial release (rives-stoppa). Left transversus abdominis release (tar). Description of procedure: ¿this patient had a prior history of incisional hernia repair with an intraperitoneal dualmesh. She developed recurrence of the hernia which was symptomatic. Decision was made to proceed with removal of the prior mesh and new retromuscular incisional hernia repair. The patient was positioned supine on the operating room table, adequately padded and secured. A timeout procedure was performed. A midline incision was made and dissection was carried down through subcutaneous tissue. The abdomen was entered safely above the prior intraperitoneal mesh. The mesh was in the intraperitoneal position and appeared wrinkled. There was a hernia defect above it as well as below it. Dissection was carried out in between the mesh and the abdominal wall to preserve the abdominal wall components. This was done so with cut cautery ensuring that the mesh was being removed completely along with all of its tacks and sutures. Furthermore, there were multiple fascial staples which were removed from prior surgeries. There was on adherent loop of small intestine to the inferior aspect of the mesh which was sharply mobilized safely with no injury to the viscera. The mesh was then completely disconnected from the abdominal wall and passed off the field. There was firm omentum with what appeared to be possibly necrotic fat adjacent to the medial mesothelial layer which had been peeled off of the visceral aspect of the mesh. This area of firm omentum was excised with clamps and ties. After the anterior abdominal wall was cleared off of all adhesions, a large safety towel was placed over the viscera to protect them. The midline hernia defect was located in the subxiphoid, epigastric, umbilical and suprapubic regions but there was also a defect in the flank region within the oblique musculature lateral to the rectus muscle. The total hernia defect area was measured as 8 cm horizontal and 15 cm vertical. A recuts myofascial release (rives-stoppa) was performed on the left side. The posterior rectus sheath was incised just lateral to the hernia edge. This incision in the posterior rectus sheath was extended both cephalad and caudal to the hernia defect. Dissection was carried out laterally in the retromuscular plane to the edge of the rectus sheath progressively disconnecting the rectus muscle from the underlying posterior rectus sheath. Both the segmental innervation as well as the intercostal artery and vein brances [sic] to the rectus muscle were individually preserved. The rectus myofascial release accomplished medialization of the posterior rectus sheath towards the midline and disinsertion of the rectus muscle from its surrounding fascia, and thus its encasement in the rectus sheath, allowing for widening of the rectus muscle and transfer of the rectus flap towards the midline. This will allow for future inset of the medial aspect of the flap for abdominal wall reconstruction. A tranversus abdominis release (tar) was performed on the left side. The transversus abdominis muscle was identified deep to the posterior rectus sheath and incised vertically along its entire length, entering the pre-peritoneal or pre-transversalis fascia plane. This disinserted the transversus abdominis muscle from the linea semilunaris. Since the intercostal nerves, arteries and veins had been preserved during the rectus myofascial release portion of the procedure, they remained intact during the tar. The peritoneum was subsequently peeled away from the underside of the divided transversus abdominis muscle. This dissection was carried out laterally toward the retroperitoneum. The defect in the left oblique musculature was encircled during the dissection and then the peritoneum was amputated off the hernial orifice. This left a defect within the peritoneum which was closed with figure-of-eight 3-0 vicryl sutures. The tar accomplished additional medialization of the posterior rectus sheath with its attached peritoneum towards the midline to allow for visceral sac closure. The tar also provided further offset of tension of the rectus muscle flap with additional transfer of the rectus muscle towards the midline, as it remained attached to the external and internal abdominal oblique muscles. This will allow for future inset of the medial aspect of the flap for abdominal wall reconstruction. Next, the defect within the oblique musculature was reapproximated with a single figure-of-eight 2-0 pds suture. A rectus myofascial release (rives-stoppa) was performed on the right side. The posterior rectus sheath was incised just lateral to the hernia edge. This incision in the posterior rectus sheath was extended both cephalad and caudal to the hernia defect. Dissection was carried out laterally in the retromuscular plane to the edge of the rectus sheath progressively disconnecting the rectus muscle from the underlying posterior rectus sheath. Both the segmental innervation as well as the intercostal artery and vein brances [sic] to the rectus muscle were individually preserved. The rectus myofascial release accomplished medialization of the posterior rectus sheath towards the midline and disinsertion of the rectus muscle from its surrounding fascia, and thus its encasement in the rectus sheath, allowing for widening of the rectus muscle and transfer of the rectus flap towards the midline. This will allow for future inset of the medial aspect of the flap for abdominal wall reconstruction. The towel was removed and the posterior fascia was reapproximated in the midline with a continuous 2-0 pds suture. The retromuscular plane was copiously irrigated with warm normal saline. There was good hemostasis of the operative field. A transversus abdominis plane (tap) block was preformed bilaterally with a 60 ml mixture containing 0.9% saline, 0.5% ropivacaine, and 5 mg dexamethasone. The anesthetic (30 ml) was first injected into the plane between the transversus abdominis and internal abdominal oblique muscles on the left. The tap was repeated on the contralateral side with 30 ml of the mixture. A new set of sterile gloves were used prior to handling the mesh. A piece of atrium vitamesh wide pore polypropylene mesh was brought into the operative field and sized to 22 x 30 cm. The mesh was deployed into the retrorectus position where it covered the entire dissected space. It did not require any fixation. The mesh was laying along the costal margin and into the retroxiphoid space. The mesh space was irrigated with a clindamycin / gentamicin irrigation solution. Two 19 french blake drain(s) was(were) placed in the retromuscular position. The rectus muscles were re approximated in the midline utilizing a continuous 2-0 pds suture taking 5 mm bites of the fascia with 5 mm advancement. The fascia came together well. The subcutaneous tissue was irrigated with the antibiotic irrigation solution. Scarpa¿s fascia and the deep dermis were reapproximated with interrupted 2-0 vicryl suture. The skin was closed with a 4-0 monocryl subcuticular suture and the dermabond prineo glue.¿ relevant medical information: (B)(6) 2019: (B)(6) hospital. Implant record. Mesh vita. Manufacturer: maquet, inc. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated type of investigation. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Following gore¿s investigation, the previously submitted annex f code has been updated to reflect gore¿s final conclusion. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent laparoscopic ventral incisional hernia repair on (B)(6) 2007 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2019, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh explant; "wrinkled" mesh/meshmigration/detachment; adhesions of mesh to small intestine; recurrent hernia and hernia defects above and below the previously placed mesh. Additional event specific information was not provided.